Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnecting cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's interconnecting cable was torn out and was not compatible. No patient injury was reported.